Event description:
It was reported that there was no stimulation visible on the ECG and the programmer could not connect with pacemaker. It was also reported the patient was experiencing dizziness. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial report of this event was incorrectly submitted on (B)(6) 2010 as a bimonthly submission and should have been sent as a thirty day submission. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found fractured battery bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found fractured battery bond wires.

Manufacturer narrative:
It was further noted there was a power on reset. The initial report of this event was incorrectly submitted on (B)(4) 2010 as a bimonthly submission and should have been sent as a thirty day submission. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4).